Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21215. It was reported, the pt's scs system was not effective in addressing her pain relief. The pt stated, she has epilepsy and a possible tumor and will need to have an MRI. Additionally, the pt had lost weight and has since felt rubbing sensation at the ipg location. F/u identified the pt will undergo surgical intervention to explant the system.